Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer removed a sensor and only a small part of the tip was present. It was suspected that the remainder of the sensor was left inside the customer's body. Blood glucose level at the time of the incident was not provided. The sensor was replaced and returned for analysis.